Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of underinfusion. The device was tested for flow accuracy and delivered within specification. A review of the event history log (ehl) could not be used to confirm the reported issue as no event date was provided and no infusion parameters. There were no abnormalities observed in the ehl. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused. This occurred during functional testing in the biomed service department. There was no patient involvement. No additional information is available.